Manufacturer narrative:
A customer from outside the united states (ous) reported observation of an elevated atellica im enhanced estradiol (ee2) result which was discordant relative to repeat testing. The sample was tested while quality control (qc) result was out of the range. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating the issue.

Event description:
The customer reports observation of an elevated atellica im enhanced estradiol (ee2) result for a patient sample which was discordant relative to repeat testing. The initial result was reported to the physician who did not question the result. The same sample was retested on the original atellica im analyzer and obtained a lower result. This lower result was considered correct, as it met the laboratory¿s acceptance criteria. There is no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
MDR 1219913-2025-00079 was initially filed on 11-apr-2025. Additional information (24-jun-2025): siemens healthcare diagnostics has concluded the investigation of the event. A customer from outside the united states (ous) reported observation of an elevated atellica im enhanced estradiol (ee2) result, which was discordant relative to repeat testing. Siemens evaluated the instrument data and the information provided by the customer. Quality control (qc) results were out of range on the date of the event; however, calibration was valid. Upon recalibration the following day using a new ee2 reagent lot# 104, the qc recovered within the acceptable ranges. The siemens customer service engineer (cse) performed a total service visit, during which the acid and base pumps were replaced, and the water and wash 1 line were primed as part of routine troubleshooting activities. Following this routine troubleshooting intervention, qc and patient results recovered acceptably. Based on the available information, the cause of the discordant result was unable to be determined. A product problem has not been identified. The customer is operational, and no further actions are required. Note: in section h6, codes for investigation findings and investigation conclusions were updated.